Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon powering up the cycler, the screen remained blank and a burning smell was originating from inside the unit. An internal inspection of the cycler identified that the cause for the blank screen was due to a burnt transformer on the inverter board. The cycler underwent voltage testing and it was noted that there was a short in the winding of the transformer. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue of a blank screen was confirmed and the cause was determined to be a faulty inverter board due to a shorted transformer. The cycler was refurbished following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a liberty cycler went blank near the start of a patient¿s treatment for peritoneal dialysis therapy. The issue was further described as the screen would not turn on. Although the stop and ok keys would light up, the screen remained blank. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The technical support representative assisted the patient with cancelling their treatment and removing the supplies. The patient reverted to manual supplies to complete their treatment. The cycler was returned to the manufacture and a replacement cycler was provided. Upon evaluation, it was identified that a transformer on the inverter board had shorted resulting in burn damage. There was no patient injury or medical intervention required as a result of the event. Additional information was requested but was unavailable.